Manufacturer narrative:
(B)(4). (B)(4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during a sleeve gastrectomy procedure, there were malformed staples and the device did not cut correctly. No further info is available. Another device was used to complete the procedure. There were no adverse consequences for the pt. Requested and received the following info on 02/26/2010: it is unk to us how the cut looked like.